Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. When procedural drapes were removed, the right lower extremity distal to impella insertion was noted to be mottled compared to opposite extremity. Attempt to obtain distal pulse by doppler was unsuccessful. Intensive care team concerned about hematuria. Urine is concentrated and light amber in appearance. No suction events noted. Bedside echocardiogram performed and impella appears shallow and inlet near mitral valve. The device was repositioned. The doctor was aware and assessed the patient and stated that with patient's current peripheral arterial disease (pad) that there was nothing they could do at this time except to monitor. The patient was successfully weaned, and the device was explanted.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: section h6: the impact code was added to this report which was inadvertently left out in the initial report. Addition information was added in section b5 product complaint # ==> (B)(4) investigation summary ==> the pump was not returned for investigation. Data log was not provided or retrieved from the remote server. Ischemia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined without returned product and sufficient clinical details. Device history lot ==> device lot : 1978884 device history batch ==> subcomponent lot : n/a device history review ==> the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
Additional information was received that ischemia was resolved.